Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The symptom that the customer get from high blood glucose is nausea. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer reported they feel okay to troubleshoot. Customer current blood glucose her is 550 mg/dl. Customer cannot recall their blood glucose reading at the time of the event. Customer states the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Infusion set was last changed on (B)(6) 2017. Customer reports bolus wizard is programmed accurately. A clamp was not available to do high pressure test. Customer will call back to do the test. Customer said the cannula was bent. Customer was advised to change entire set, reservoir and insulin and treat per healthcare instructions. Product will not return for analysis.